Manufacturer narrative:
The pump has not yet been received for evaluation. Medex is unable to confirm this issue without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of medex investigation.

Event description:
The reporter stated that the pump does not recognize any syringe. There was no patient injury or treatment associated with this event.